Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/23/2023, it was reported by a sales representative via sems that an ar-3210-0021 hd synergyuhd4 c-mount camera head had a flickering image. The item was found defective during an unspecified procedure and was switched out with a working replacement. The case and patient were not affected. This occurred during use with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not identify any issues relevant to the reported event.